Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to recharge his ipg as recommended due to losing his charger. As a result, the ipg is non-functional and is unable to communicate with a charger/programmer. The pt will undergo surgical intervention to address the issue.